Event description:
A customer reported experiencing a past event where their blood glucose level was high, but the specific value was unknown as it displayed "high". To resolve the high blood glucose, the customer changed the infusion set and cartridge. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting their blood glucose levels. The customer understood and acknowledged this recommendation, and the case was closed.